Manufacturer narrative:
Bec identifier for this complaint is (B)(4).

Event description:
Customer reported to beckman coulter, inc. (Bec) that there was fluid under reagent probe b of the synchron lx 20 clinical chemistry system (lx 20). Customer reported that the lx 20 displayed cartridge chemistry (cc) syringe motion errors and cuvette not dry before reagent inject errors. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found low reagent level in all cup modules and overflows in the electrolyte injection cup. The fse replaced the smart module. The fse performed modular chemistry probe alignments. The fse performed calibration and quality control and did not notice any errors.